Event description:
It was reported that there were multiple ventricular tachyarrhythmia episodes with t wave over-sensing. The device algorithm failed to discriminate that the detected rhythm was due to twos. The physician decided not to make any changes and the device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Product ID: 693558 implanted: 2011 (B)(6). (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.